Manufacturer narrative:
See this event is no longer reportable as the patient's uti's were not related to the device/therapy, but were pre-existing. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was receivedfrom the staff taking the patient's original call: it was clarified that the patient stated she has had the uti since (B)(4)- prior to implant and it comes and goes but she can't get rid of it. No device issue was reported and no further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic "floortherapy." It was reported the patient a return of symptoms since implant, she has had uti since implant. Patient states they will put her on meds she will take them and then the uti is still there so they put her back on meds, the uti seems to come and go. No further complications were reported or are anticipated.